Event description:
It was alleged by the customer that the brakes were not working. Stryker technician has not yet evaluated the unit. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.

Event description:
It was alleged by the customer that the brakes were not working. Stryker technician has not yet evaluated the unit. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.

Manufacturer narrative:
Upon completion of the manufacturer's investigation, it was determined that the brakes could not be or were difficult to be engaged using the side control pedal. However, the brakes could still be engaged using the head end pedal, therefore, this unit could still be put into brake if needed.